Event description:
This case occurred in the united states. According to the information received on (B)(6)2022, a patient was injected on (B)(6) 2022, with an unknown amount of rha 2 and an unknown amount of rha redensity to the right mid face and the right tear troughs. It is unknown which product went to which site. During the injection procedure, the injector observed a blanching under the right eye, on side of the nose, which was diagnosed as a vascular occlusion. The same day, on (B)(6) 2022, the patient received 20 vials of hyaluronidase (hylenex) and an unknown dose of non steroid anti-inflammatory (aspirin). The event was immediately resolved. And the patient was fine. No additional information are available at the time of this report.

Manufacturer narrative:
Additional MFR narrative: the batch review could not be performed since the batch number was not provided. The batch history could not be performed since the batch number was not provided. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred in the united states. According to the information received on august 28, 2022, a patient was injected on (B)(6) 2022, with an unknown amount of rha 2 (current complaint) and an unknown amount of rha redensity (complaint (B)(4)) to the right mid face and the right tear troughs. It is unknow which product went to which site. During the injection procedure, the injector observed a blanching under the right eye, on side of the nose, which was diagnosed as a vascular occlusion. The same day, on (B)(6) 2022, the patient received 20 vials of hyaluronidase (hylenex) and an unknown dose of non seroid anti-inflammatory (aspirin). The event was immediately resolved. And the patient was fine. No additional information was available at the time of this report.

Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.